Event description:
It was reported that a pta balloon dilatation catheter allegedly ruptured circumferentially when used to dilate a fistula. The balloon allegedly ruptured into two pieces. Reportedly, the physician was able to remove all of the balloon through the sheath. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The complaint sample was returned for evaluation. It was returned inside the 7f sheath. There was a stretched section of the catheter measuring approximately 2.5cm in length. This indicates that excessive force may have been used in the procedure. A circumferential rupture was present in the middle of the balloon. The balloon was separated into two pieces. The distal portion of the detached balloon was bunched up. The distal portion of the detached balloon also had longitudinal split that measured 2mm in length. Distal to the split, there is another partial circumferential split that measured 5mm in length. It is unknown if the longitudinal split or circumferential split occurred first. Based on the condition of the sample, it appears that excessive force was applied on the sample during the procedure. It is unknown if patient or procedural issues contributed to the event. Based on the event description, the device was used on a fistula. Per the IFU (instructions for use), this is considered off label use for this device. The investigation is confirmed for a circumferential balloon rupture. Definitive root cause is unknown. Indications for use: opti-plast xt pta balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. The current IFU states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over-pressurization, use of pressure monitoring device is recommended. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation.